Manufacturer narrative:
Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented on (B)(6) 2015 with erythema, pain, and purulent drainage at the driveline exit site. The drainage was cultured and the patient was noted to have a (B)(6) driveline infection. The patient was treated with oral doxycycline. The patient presented on (B)(6) 2015 with a positive blood culture of (B)(6), an elevated white blood cell count, and elevated c-reactive protein (crp). CT scans showed a pump pocket infection. The patient was admitted to the hospital and underwent an incision and drainage on (B)(6) 2015 with a wound vacuum assisted closure (vac) placement. The patient was started on IV vancomycin upon admission. The wound was closed on (B)(6) 2015 and the patient was discharged home on IV vancomycin on (B)(6) 2016. The patient was again admitted on (B)(6) 2016 with leukocytosis and elevated crp. The patient was noted to have a worsening pump pocket infection. The patient again underwent an incision and drainage and wound vac placement. The patient was discharged home on (B)(6) 2016 on IV vancomycin, and will have continued outpatient follow up by infectious disease.